Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received an empty reservoir alarm after delivering a bolus. The reservoir had 300 mm of insulin and it was now empty. The insulin pump alarmed compromised force sensor system. Insulin was squirting out during the manual prime process. Insulin continued to drip after the motor stopped during the manual prime process. He was unable to exit the preparing to prime loop and was stuck in the rewind complete/bolus delivery loop. The customer did not receive a second series of beeps nor did the numbers appear on the screen. Customer's blood glucose level was 222 mg/dl. After troubleshooting the insulin pump was able to exit the rewind complete/bolus delivery loop and complete the fill tubing process successfully. The loop occurred because he attempted to bolus during the rewind/fill tubing process. The insulin pump also alarmed failed battery test. The device was not returned.